Manufacturer narrative:
H2: b5 updted with provided event information. H6: the quality investigation is complete.

Event description:
It was reported that the tip got hot, and smoke was generated. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that the tip got hot, and smoke was generated. No further information at this time.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation of product return.